Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not dislodging correctly; they were not deploying correctly. It is unknown if there were any feeding issues. The clip formation was not what was expected; scissored. ¿I believe the scissored clips were left on the vessel.¿ the surgeon continued to use the device during the case. It is unknown if a second device was opened. It is unknown if a cholangiogram was done. No patient consequences were reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.